Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled / delaminated was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled / delaminated. It was reported that a green material was noted to be peeling when inserting the wire into the introducer sheath. Analysis of the returned wire confirmed the reported peeling as teflon peeling. This type of damage can occur when the wire interacts with an accessory device. It is possible that the wire was not coaxially aligned with the introducer during insertion, resulting in teflon peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6- medical device problem code 2017 was removed.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). While inserting the ht balance bmw guidewire (gw) into the introducer, a green substance was noted to be peeling in the introducer. The gw was immediately removed and 3 additional bmw gw were attempted to be used after the same peeling was noted; however, all were noted to have the same green peeling during insertion. Another gw was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017- use after damage.